Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer¿s blood glucose level at the time of the incident was 464 mg/dl. The customer¿s current blood glucose level was 320 mg/dl. The customer had symptoms of abdominal pain and difficulty breathing. They used the bolus wizard to treat their high blood glucose. It was noted that their high blood glucose began on (B)(6) 2017. Troubleshooting was performed and insulin exited without incident. The customer declined to perform the high-pressure test because her blood glucose seemed to be coming back down. The customer will call back if their high blood glucose persists and will run the high-pressure test. The device will not be returned for analysis.